Event description:
It was reported that an unspecified number of bd vacutainer® k2e 10.8mg plus blood collection tubes contained yellow foreign matter. The initial reporter did not indicate if the foreign matter was observed before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and additive clumping was observed. This clumping may be perceived as foreign matter (fm). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality; it has not been confirmed for foreign matter(fm). Bd was not able to identify an exact root cause for the indicated failure mode. However, this is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e 10.8mg plus blood collection tubes contained yellow foreign matter. The initial reporter did not indicate if the foreign matter was observed before or during use. There was no health impact or consequence reported.